Event description:
It was reported that the usb charging cable and the wall adapter were hot to the touch while charging. Additionally, the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer reported the pump usb port was corroded. The customer¿s blood glucose was between 250-300(mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.